Manufacturer narrative:
(B)(4). Evaluation results: kink. Narrow in diameter and calcification of the vessels. Evaluation conclusion: narrow in diameter and calcification of the vessels.

Event description:
An endurant stent graft system was inserted into a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. Aneurysm size is unknown. The distal aorta was small with an unknown diameter. The iliac arteries were narrow, straight, and calcified. An endurant bifurcated stent graft was implanted without issues. After implantation of the contralateral limb on the right side, there was a small indent in the limb and stenosis at the narrowed distal aorta, but there was still good flow down both legs. Another manufacturer's stent was placed in the contralateral limb at the distal aorta to continue to ensure good flow. No clinical sequelae were reported, and the patient is fine.